Event description:
An endurant iis stent graft system was inserted but not implanted in a patient during the endovascular treatment of a 70mm diameter abdominal aortic aneurysm. It was reported that during the advancement the endurant stent graft delivery system kinked. The device was removed from the patient. The patient was successfully treated with the use of a second device. As per the physician, the cause of the event was anatomy related due to the patients calcified, tortuous and stenotic vessels. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary; the exact cause of the stent graft delivery system kink reported during the attempted implant could not be determined from the films provided. Films during implant were not provided, and the event could not be assessed. It appears that implanting within the calcified, tortuous, and stenotic vessels likely led to the delivery system kink. If information is provided in the future, a supplemental report will be issued.